Event description:
It was reported that a button was not responding on the customer's insulin pump. The customer did not recall any significant events leading up to the alarm. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 168 mg/dl. Nothing further was reported.